Event description:
It was reported that during a da vinci assisted left hemicolectomy procedure, tissue was pushed and not properly stapled or cut while stapling with a sureform 60 instrument. Tissue seemed to have been pushed outside the jaw of the stapler instrument during the cut mode. Another stapler instrument was used to staple the area again, and the procedure was completed robotically.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the sureform 60 reload or stapler instrument for failure analysis evaluation. A stapler log review shows the a sureform 60 stapler instrument (part #480460-12, lot #k11241017-0567) was installed on the system 5 times and fired 5 sureform 60 reloads (4 blue, followed by 1 white). There were no incomplete clamps or unclamps by this instrument. On installs 1, and 3-5, the firings were each completed with no pauses for compression. On install 2, there was a partial fire, stopping at near completion. On install 5, the system failed to detect the reload color, and the user manually selected the white reload manually. After the 5th firing, the instrument was removed and not used in the procedure again. There were no additional stapler related errors in the system logs.